Event description:
Blood glucose results of "95 mg/dl" with a lifescan meter and "132 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy.